Event description:
It was reported by the rep that the (4) ems were used during a laparoscopic hernia procedure. It was reported that the circulating nurse opened one stapler and the device would not fire for the surgeon. A second stapler was opened and the device jammed when torqued for firing against the abdominal wall. The surgeon had to fire in the open air to ensure the stapler was working properly. This happened with the third and the fourth stapler. There was no pt consequence.